Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that during an injection with a juvéderm vollure¿ xc, ¿the top blew off and the product was wasted¿. There was no injury to the patient or injector. The packaged needle was used.